Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was giving multiple error alarms after receiving a battery cap replacement. Blood glucose was 189 mg/dl. The alarm history showed the alarms received were unexpected restart and external ram error. The customer stated that a temporary basal was not programmed before the unexpected restart and the device was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The customer was advised to program a bolus into the air; bolus amount was recorded in the history. The insulin pump passed the selftest. The customer also reported receiving multiple battery out limit alarms without the battery being out for longer than allowed. The customer was advised to insert a new battery and she received the battery out limit alarm again. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with high stop current due to faulty component at the interface board. However, the insulin pump passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a21 error alarms, a17 alarms or excessive no delivery alarms were noted. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip and minor scratched lcd window.